Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9733467, serial/lot #: version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was noted as the site progressed deeper into the sinus. It was noted that the precision wasn't "as accurate as it should be." There was no reported impact on patient outcome. No additional information was provided.